Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient (pt) was having inaccurate readings all morning, the cgm readings were at 54 mg/dl to 72 mg/dl and back down to 54 mg/dl. So he decided to eat candies and sodas based on the cgm reading. However, after the food the cgm remained low. The patient was not experiencing any symptoms at all. So pt and the wife decided to go to the hospital around 10 am to take a bg reading. When they arrived at the hospital the bg reading was 232 mg/dl and the cgm reading was 54 mg/dl. Pt was advised to remove the dexcom and treated with IV medication, he was monitored for 3 hours and around 2pm pt went home the same day. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.